Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "connector on et tubes not staying on when connected to circuits. There was no reported patient harm." Please note that this complaint is in relation to 10 devices of the same lot# reported.